Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked display window, minor scratches on the display window, broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. She received a missed bolus alert and when she tried to bolus the insulin pump alarmed button error. Customer's blood glucose level was 311 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.